Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Our customer has reported renewed problems with the 20 ml syringes, and other hospitals have experienced the exact same issue with the 50 ml syringes concerning leakage at the rubber. Please see the attached photos for reference. Could you please reopen your investigation and check if these issues are related? "Pictures attached in the attachments". The liquid inside the syringe was 0.9% sodium chloride, there were no consequences to the patient.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed, verifying the reported incident. There was no damage or other defect visible within the photo to indicate why the leak occurred. A device history review was performed for reported lot 2107066, finding one annotation related to the reported incident. A maintenance order was performed due to a failure within the stopper assembly station. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices, all stoppers were properly assembled, and results of the leakage test verified product met required specification. It is possible this incident is related to the maintenance order for the stopper assembly station, if the stopper was not properly assembled a leakage could occur. As the photo does not indicate any issue with the stopper, and without the physical sample to evaluate, this cannot be verified for this incident and a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Our customer has reported renewed problems with the 20 ml syringes, and other hospitals have experienced the exact same issue with the 50 ml syringes concerning leakage at the rubber. Please see the attached photos for reference. Could you please reopen your investigation and check if these issues are related? "Pictures attached in the attachments." Per customer response 24jun2024: as previously mentioned, the lot of the 20ml is the same as previously complaint. The liquid inside the syringe was 0.9% sodium chloride, there were no consequences to the patient. There is no damage to the barrel. The liquid rises through the rubber, as shown in the photographs sent previously.